Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer indicated that the cartridge alarm 19 could have possibly occurred due to the loading technique. There was no reported impact to the customer's blood glucose level. The customer was able to reload a cartridge successfully.